Event description:
Information was received from a patient implanted with a neurostimulator for failed back surgery syndrome. It was reported that the device was no longer working. The patient was assuming that it was due to normal battery depletion, and she thought it hadn¿t worked in three years as of (B)(6) 2017. It was noted that the patient moved and had some things change with insurance. The patient was having a really weird pain around the area where the device was at. She had burning and a tingling sensation. There were no trauma/falls reported that could have been related to this issue. The symptoms began in 2017, three to six months prior to (B)(6) 2017. It was noted that the patient did not have a healthcare professional.